Event description:
Additional information was received that the patient experienced cerebral hypoxia followed by pathological awakening upon cessation of sedation, characterized by seizures. Persistent hyperlactatemia was observed despite aminergic support. Furthermore, supratentorial cerebral edema was observed on a brain scan. Following the procedure, treatment was discontinued and the patient passed away.

Manufacturer narrative:
The reported event was perforation and the catheter was too rigid. As received, a catheter was returned in one piece for analysis with device attached. Visual examination of the catheter did not find any anomalies related to rigidity. X-ray examination found the hypo tube is fractured adjacent to the handle. The associated device was able to un-dock and release without difficulty.

Event description:
During an implant procedure, contrast was observed to be in the pericardial space and a cardiac perforation of the anterior groove resulting in tamponade, bilateral fixated mydriasis, and cardiac arrest were observed due to the delivery catheter. Cardiopulmonary resuscitation (CPR) was performed. Following CPR, the heart was sutured and the catheter was removed from the patient. The event occurred prior to fixation and the cause of the event was alleged to be due to the catheter being too stiff. The leadless pacemaker was not implanted. The patient was hospitalized and will continue to be monitored.